Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had fallen and developed a small lump in her back at the incision site. The patients spasticity had increased and they were concerned that the catheter might be leaking. It was noted there was no difficulty aspirating the pump. The patient was sent for a catheter dye study and they were unable to aspirate cerebrospinal fluid (csf) from the catheter. The patient was admitted to the hospital and a neurosurgeon took the patient to the or (operating room) for a catheter revision. When the catheter was explored, it was found to be intact and the hcp was able to aspirate csf from the sideport and could not find a leak of dye in the catheter. No explanation was found for the lump at the catheter insertion site in the back. The patient recovered without incident and the spasticity resolved. The pump contained lioresal (baclofen).

Event description:
It was reported the patient started to feel "tight" and "maybe she wasn't getting the medication like she had been." The symptoms started "several" weeks ago. They did a dye study today, but aborted the procedure because the healthcare professional (hcp) was not able to aspirate. The pump was used to deliver baclofen (unknown).